Event description:
It was reported that a flashcard file could not be uploaded due to an sql error. The flashcard was sent to the product analysis lab for evaluation. Upon completion of product testing, it was determined that the cause for the event is associated with a corrupt database. The analysis could not determine the initial cause of the database corruption, but it is most likely associated with the flashcard. No further anomalies associated with the flashcard software or databases were indicated during the analysis.